Manufacturer narrative:
Continuation of medical devices: 419478 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an audible alert for high svc (superior vena cava) impedance was triggered on the right ventricular (rv) lead. It was noted that recent rv coil and svc coil impedance trends show some variability and impedance rise. Also, there was an alert for low pacing impedance. Noise was also noted on the rv lead. A possible lead fracture is suspected. The rv lead remains in use and a rv lead revision is scheduled to take place in two days. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.